Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board, muffler assembly and air inlet foam filter need to be replaced to address the issue. There was evidence of dust and dirt contamination.